Manufacturer narrative:
(B)(4). Carefusion technical support dispatched a field service representative to the user facility on (B)(4) 2015. Once the unit is evaluated, a followup medwatch report will be submitted.

Event description:
The customer contacted carefusion technical support to request service, because the o2 ID alarm was going off. No patient involvement.